Manufacturer narrative:
Reported event: an event regarding altr involving a ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicated that the ceramic liner is still locked in the shell; damage consistent with time spent implanted and damage consistent with implantation/explantation was observed. Medical records evaluation: no medical reports were available for review device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the cause of revision for the patient was a pseudotumor. Visual inspection of the returned device indicated that the device has damage consistent with time spent implanted and damage consistent with explantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip revision procedure. Cause of revision was pseudotumour. All primary implants were removed and replaced by a proximal femur gmrs, cemented constrained liner and acetabular cage of competitor product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Right hip revision procedure. Cause of revision was pseudotumour. All primary implants were removed and replaced by a proximal femur gmrs, cemented constrained liner and acetabular cage of competitor product.